Manufacturer narrative:
The insulin pump had an unresponsive esc button due to an unlocked connector at the lcd board. The insulin pump was unable to perform displacement test due to unresponsive button. The insulin pump had a cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the keypad was unresponsive on the customer's insulin pump. Customer's blood glucose was unknown. Customer agreed to return the insulin pump for analysis.